Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.0x15 mini trek rx balloon dilatation catheter (bdc) was advanced without resistance to a heavily calcified, 95% stenosed, de novo lesion in the heavily tortuous mid left anterior descending coronary artery. During inflation with an unspecified inflation device, the balloon was only able to be partially inflated, with the highest inflation pressure of 16 atmospheres achieved. The mini trek rx was able to be deflated and withdrawn from the anatomy without issue. Upon withdrawal of the mini trek bdc from the anatomy, a balloon rupture was noted. A non-abbott bdc was able to complete pre-dilatation followed by deployment of a xience prime stent, successfully completing the procedure with a resulting in 10% lesion stenosis, post-procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.